Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of birth is an approximation based upon the details provided. Customer reported being born in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 at night, customer began to experience ¿an itch¿ and noticed redness where the sensor was inserted. Customer noted having contact with a healthcare provider and was prescribed lexxema (methylprednisolone) 1 mg. Gel. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed and no issues were observed. Evidence of use was observed. The sensor is seated properly in the sensor mount. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and showed all processes were effective. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 at night, customer began to experience ¿an itch¿ and noticed redness where the sensor was inserted. Customer noted having contact with a healthcare provider and was prescribed lexxema (methylprednisolone) 1 mg. Gel. No additional treatment was required. There was no report of death or permanent injury associated with this event.